Manufacturer narrative:
(B)(4). Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the expiratory printed circuit board (pcb) failed during installation in the ventilator. There was no patient involvement. (B)(4).

Manufacturer narrative:
(B)(4). The customer returned the spare part expiratory channel printed circuit board (pcb) claiming that it failed during installation. We have not received any information how the board failed, neither has the device logs been received for investigation or the device identity (serial number). The expiratory channel pc board was installed in a reference system for simulated use testing. It was found that it worked according to its specification, i.e. No malfunctions experienced during testing. A hypotheses of why the customer has experienced the expiratory channel pcb as broken is that when replacing the expiratory channel pcb, two pre-use checks must be performed. The first check will calibrate the safety valve, but fail in other sub-tests. The second check will pass, and this is clearly documented in the service manual.

Event description:
(B)(4).